Event description:
It was reported to medtronic minimed that the customer experienced injection foot damage, leadscrew anomaly. Troubleshooting was performed. The customer reported hyperglycemia which did not require treatment. Customer reported the following led up to the event: recording on the app but his body is not responding properly when he injected into the air, and nothing is coming out. The event involved product(s) mmt-105nngyna. Customer reported high bgs. Customer reported broken/damaged inpen. Inpen replacement initiated. No further patient complications were reported. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the product analysis which was not included in the initial report. The information has been provided in section h6 (type of investigation -10, investigation findings- 975, investigation conclusions- 500) with this report. Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front and back shell was noted. Dog chew marks on return dial, cartridge stop collar and on injection button. Unit did not pair to commercial app nor manufacturing app. Inpen failed baseline and wireless functionality. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. Performed battery investigation and measured 3.058v. During deconstructive analysis no communication to mobile apps is an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce connectivity due to physical damage to dose knob. In conclusion unable to perform displacement dose accuracy test due to unit did not pair to mobile apps. No insulin is dispensed when the injection/dose button is pushed therefore, the customer concern of injection foot being damaged was confirmed. Isolate to mechanical anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.